Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified ostial circumflex artery. A 3.50 x 12mm synergy megatron? Drug-eluting stent was advanced for treatment. However, during the procedure, the shaft was bent and the internal lumen was fractured, resulting in contrast leakage upon inflation. The procedure was completed with another megatron 3.5 16 mm des. There were no patient complications reported and the patient was fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Media review analysis: a photo was attached to the complaint record. A partial section of the hypotube was visible being inserted into the protective hoop. The photo showed evidence of a kink in the hypotube kinks were visible in the hypotube.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified ostial circumflex artery. A 3.50 x 12mm synergy megatron? Drug-eluting stent was advanced for treatment. However, during the procedure, the shaft was bent and the internal lumen was fractured, resulting in contrast leakage upon inflation. The procedure was completed with another megatron 3.5 16 mm des. There were no patient complications reported and the patient was fully recovered.